Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected, vitros tropi es (troponin I) result was obtained from a single patient sample when processed on a vitros 5600 integrated system. The most likely assignable cause is instrument related. A within run vitros tropi es precision test performed by the customer was outside ortho guidelines indicating that the instrument was likely not performing as intended at the time of the event. The ortho field engineer performed service and maintenance actions to the instrument, including cleaning and adjustments to the well wash, signal reagent and microwell incubator as per current procedures. Following service actions, acceptable performance was achieved indicating the vitros 5600 integrated system was performing as expected. Based on historical quality control results, a vitros tropi es lot 3212 performance issue is not a likely contributor to the event. Furthermore, continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tropi es reagent lot 3212. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 3212 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was established that the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation and the sample was hemolyzed and cellular debris, due to poor sample preparation, was present in the affected sample.

Event description:
A customer obtained a non-reproducible, higher than expected, vitros tropi es (troponin I) result from a single patient sample when processed on a vitros 5600 integrated system. Patient sample 1 result of 0.167 ng/ml versus the expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected, vitros tropi es result for patient 1 was not reported from the laboratory. Ortho has not been made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).